Event description:
The patient received four model 1192 anchors with the same lot number. It was reported one of the patient's scs anchors was exposed. The patient underwent surgical intervention on (B)(6) 2015 to address lead migration (reference MFR. Report: 1627487-2015-124230); however, it is unknown at this time if any intervention was taken regarding the exposed anchor.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified the reported anchor was cut and explanted during the lead revision procedure.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).